Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a power trialysis placed on (B)(6) 2018. The powertrialysis was replaced with a soft cell catheter because the patient needed a long term dialysis catheter. Allegedly, three doctors used several guidewires, including the one contained in the soft-cell catheter kit and ones of our competitors. A CT examination confirmed a remnant of the guidewire was in the patient¿s pulmonary artery. The facility decided that it was better to leave the distal fragment of the guidewire in the patient body and to continue with the follow-up observations. The facility was unable to determine or identify whether the retained guidewire fragment was part of the guidewire included in the soft cell kit or not. There was no reported issue with the soft cell catheter. The patient did not have any reported symptoms related to the retained guidewire fragment. The patient reportedly died approximately one month later. The facility has concluded that the patient's death was not related or attributed to the soft cell device. The patient's documented cause of death was reportedly related to worsening malignant tumor. The patient date of death is unknown.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter was implanted via the right inguinal region on (B)(6) 2018. On (B)(6) 2018, the catheter was replaced with a soft-cell catheter. The guidewire used in this operation was discarded. Allegedly, three doctors used several guidewires, including the one contained in the soft-cell catheter kit and one from another manufacturer. They took the guidewires in and out repeatedly with the puncture needle inserted. On (B)(6) 2018 the radiologist found that approximately 10 cm of a remnant of the guidewire had been left in the patient's pulmonary artery, confirmed by CT examination. Allegedly, there was no harm at that point.